Event description:
The injecting nurse injected a male pt with 2.3 cc of radiesse to the hollows of the cheeks and the nlf on (B)(6) 2015. He was injected with one 1.5 cc syringe and one 0.8 cc syringe this pt has received radiesse injections to these same injection sites every summer for the past seven years without incident. Five days post injection, the pt sent the injector a picture showing a triangular area at his right cheek hollow that was red and itchy. There was no pain, draining, or fever. The injector spoke with her medical director, who recommended pt start keflex 500mg tid for 10 days, which pt did. Two days after being on keflex, the pt followed up with the injector and half of the redness in affected area was gone. After another two days on keflex, the pt presented again for follow up. The injector took a close-up picture of the area and noted there were four scabs on the site. The injector sent the picture to her medical director. He questioned if this was herpes (pt has no history of herpes) and started pt on valtrex 500mg bid for 10 days. The pt finished the keflex and valtrex. The scabs resolved, but place where the scabs were located remained slightly discolored and did not look like normal tissue. Three days after finishing the keflex and valtrex, the same area was red again. The injector sent a picture of pt to her medical director, who advised pt restart keflex. The injector is concerned this is an infection.

Manufacturer narrative:
The device history record review for both lot numbers were conducted. No non-conformances were discovered that would have contributed to this event.